Event description:
During egd procedure, the physician attempted to deploy an olympus quick clip and the end of the clip was bent. The clip was withdrawn through the scope and a new clip was used for the procedure. The clip was not deployed. No injury to the pt.